Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tim20 instrument would not fire out of packaging. Reloaded and still would not fire. Another instrument was used to complete the case. There was no consequence to the pt.